Event description:
This medical affairs specialist has classified the complaint after reviewing the customer care advocate's (cca's) documentation. The alleged issue that the pt's onetouch ultra would not turn in 2008 was not resolved. Because the pt reportedly was treated with insulin in the emergency room two days later, allegedly due to symptoms of hallucination, thirst, and frequent urination, after the reported issue, the complaint is reported as a serious injury. The pt does not know blood glucose results that may have been obtained by emt or in the ER other than "the result on the emt's meter was so high it did not give a number." The pt did not provide the name of her insulin regime. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.